Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow up, noise was observed on the atrial lead. Physician does not know if the noise was stored previously and decided to monitor the situation. No further information available.